Manufacturer narrative:
Reliability analysis inspected an opened/used sensor and found sensor broken and was missing broken part. It could not be confirmed whether customer received the sensor damaged, due to sensor being returned in opened/used condition.

Event description:
The customer called and reported receiving a low sensor reading of 67 mg/dl, so she drank something with sugar, without confirming with a blood glucose test. Customer then tested blood glucose later and it was at 133 mg/dl, which was used as a calibration. Customer received a calibration error. She calibrated with same blood glucose and received a change sensor alert. Calibration techniques were reviewed. Customer agreed to return the sensor for analysis.